Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the tip of a reamer broke in pilot hole while reaming the glenoid of this male patient. The tip was easily retrieved, and an x-ray was taken to verify nothing was left in the patient. Patient was last known to be in stable condition following the event. No parts or pieces fell into the wound. Patient was last known to be in stable condition following the event. Device to be returned.